Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive menstrual cycles and abnormal symptoms") and back pain ("severe back pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove essure device). Essure was removed in 2012. At the time of the report, the abdominal pain, menstrual disorder and back pain outcome was unknown. The reporter considered abdominal pain, back pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("severe abdominal pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included anxiety and cervical disc degeneration. Concomitant products included biotin since 2007, diclofenac, estradiol, fluticasone propionate (flonase), gabapentin, ibuprofen, ibuprofen (excedrin ib), magnesium oxide, meloxicam, methadone, omeprazole, sertraline (zoloft), solpadeine (tylenol 1), sumatriptan and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 months 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive menstrual cycles and abnormal symptoms"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove essure device). Essure was removed on (B)(6) 2012. At the time of the report, the menstrual disorder, back pain, menorrhagia, migraine, headache and the last episode of abdominal pain outcome was unknown and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered back pain, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events vaginal, menorrhagia, migraines, headaches, dysmenorrhea, device ineffective were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding (general)/ vaginal bleeding 128 days in a row') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included anxiety, cervical disc degeneration, pregnancy nos, parity 2, pelvic pain, sinusitis, anemia, depression, osteoarthritis, migraine headache and bronchitis. Concomitant products included biotin since 2007, diclofenac, estradiol, fluticasone propionate (flonase), gabapentin, ibuprofen, ibuprofen (excedrin ib), magnesium oxide, meloxicam, methadone, omeprazole, paracetamol (tylenol), sertraline hydrochloride (zoloft), sumatriptan and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 7 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("pain"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive menstrual cycles and abnormal symptoms"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove essure device). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, genital haemorrhage, menstrual disorder, back pain, menorrhagia, migraine, headache and pelvic pain outcome was unknown and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: added event pain, abnormal bleeding (general)/ vaginal bleeding 128 days in a row. On (B)(6) 2019: patient demographics and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.